Event description:
A report was received that the patient was experiencing discomfort at the ipg pocket site. The patient underwent a pocket revision procedure wherein the pocket site was relocated. The patient was doing well postoperatively.